Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited possible undersensing during ventricular fibrillation (vf) detections. It was further noted that is did not appear to alter device function. The rv lead remains in use. No patient complications have been reported as a result of this event.